Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: creases, wear abrasion, brown particles in the fill channel and three curved openings. Leak test and microscopic analysis was performed which identified: one opening crease sharp and two openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one opening crease sharp assessed as fold flaw opening and two openings striated assessed as surgical damage.

Event description:
Device has been explanted.